Manufacturer narrative:
Correction: disregard the initial report, the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00144 for MDR reporting.

Manufacturer narrative:
Concomitant products: 150ml bag batch no a060795, exp2018-06, levofloxacin in 5% dextrose; hospira 100ml bag of 0.9% nacl injection, ndc (B)(4), therapy date (B)(6) 2016. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported levaquin (750mg/150ml d5w ) infusing as a secondary at 150ml/hr completed with in 8 min instead of 90 min. The user did not witness the backflow however the patient rang call bell complained of "becoming cold" the user noticed the levaquin bag was emptied. The physician was notified however no new orders from the event was ordered. The patient was already on bedside hemodynamic monitor.